Event description:
Breast implants inserted 3/17/86. Rptr began feeling tired shortly thereafter. In 1988 allergy tests revealed multiple allergies. She was also hypersensitive to the shots. She bagan having muscle and back problems in 1990. Her muscles became weak and loose. In august she was tested for a sleep disorders which revealed brain abnormalities, but no sleep disorder. She had involuntary movements all over her body 24 hours a day. She began experiencing dizziness, flushing, debilitating fatigue, and memory loss and a very foggy brain. Soon after she had gross bloating and constipation for weeks. Also, she experienced burning in bones, legs and feet.